Event description:
It was reported this lead has dislodged as confirmed by x-ray. Lead remains implanted and lead revision is planned next year. Should additional information be made available this file will be updated.

Manufacturer narrative:
This lead was explanted on (B)(6) 2019 due to dislodgement. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.